Manufacturer narrative:
(B)(4). Mfg. Site name - freudenberg medical. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy with arteriovenous malformation (avm) hemostasis procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto the tissue but failed to release from the catheter. Reportedly, the catheter with the clip was then removed from the patient and the clip fell and got stuck in the scope. It was also noted that the coil inside the handle is broken and hanging off. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). A visual examination of the complaint device found that the clip assembly was half deployed, and the clip was not returned with the device. Functional evaluation was performed and the yoke which was still attached to the control wire was then actuated and deployed. This failure showed no evidence of the alleged issues or any defect which could have contributed to the event. Hence, the most probable root cause is not confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy with arteriovenous malformation (avm) hemostasis procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto the tissue but failed to release from the catheter. Reportedly, the catheter with the clip was then removed from the patient and the clip fell and got stuck in the scope. It was also noted that the coil inside the handle is broken and hanging off. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.